Event description:
It was reported that the patient's neurostimulator had become loose in the pocket and had not "worked for a long time." The movement of the device caused the patient "lots of pain." The patient also had pain at the pocket site, with stimulation both of and on. It was noted that the patient had lost weight and underwent numerous unspecified surgeries. The patient was unwilling to reprogram their neurostimulator and wanted the device removed. The patient has an appointment with their physician on (B)(6) 2012 to discuss removal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3998, lot# v062321v01 serial#, implanted: 2009 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 37083-40, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 37083-40, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. (B)(4).